Event description:
Nitric oxide machine was reading: fio2 77% when it was set up on the servo vent 90%. Vero biotech was contacted and recommended to use the bottom console. Machine switched out and other one worked fine.